Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up high, out of range, pacing lead impedance and noise were observed. During the planned lead revision, a new lead could not be added as the subclavian vein was not accessible. The lead will be revised at another facility. The patient condition was good.